Manufacturer narrative:
(B)(4). The ventilation was not interrupted. Technical support engineer (tse) troubleshot this issue with the customer over the phone and suggested the breath delivery unit ( bdu) printed circuit board (pcb) be replaced.

Event description:
It was reported that the patient was transferred to an alternate ventilator due to a malfunction. No patient harm reported.